Manufacturer narrative:
Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was sent to the emergency department (ed) by primary care provider for pelvic abscess. Incision and drainage (I&d) performed in ed, wound culture grew out of group a and group b staph. Patient was noted to have poorly controlled diabetes as well, and hemoglobin a1c greater than 9. Patient was discharged on home antibiotics (abx). Per customer, patient followed up with her primary care provider (pcp) for wound and diabetes management.